Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) "almost externalized," due to implanted breast prostheses that were pushing on the icm. The icm was explanted per patient request. No patient complications have been reported as a result of this event.